Event description:
Device involved was a arthrex bone cutter (5.5), ref #ar-8550bc, lot# unknown. During shoulder arthroscopy, surgeon noticed metal shaving in the joint while using arthrex shaver. Appropriate shaver settings noted. Joint thoroughly washed out with normal saline. No harm to patient. Device discarded. Arthrex shavers are not refurbished and the hospital has had several previous incidents with same brand. Failed shavers not kept from procedures. Ce requested to manager that shavers be saved.